Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Event description:
Material: n/a. Material lot: 4207814. Slip syringe without needle. There are faults in the printing of the syringegraduation (several units where the markings are erased after 90 units), blocked syringe plungers, pieces of (white) rubber inside the barrel. Vcoyne 20january2025: updates/additional information: we have update information related to (B)(4). Sku is 990256, syringe plastipak 1ml insulin s/su. Batch: 4207814.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.